Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient alleged being near an active MRI machine which damaged the ipg. Later, surgical intervention was undertaken wherein the ipg was explanted. A review of the manufacturer's complaint handling database revealed a complaint which documented the patient¿s ipg was found to be inoperable in 2016, after the patient had stopped charging their ipg for several months, no intervention was noted at that time.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.